Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 187 devices were received for evaluation. Ninety five events were duplicated during testing. Ninety one events were not duplicated during testing; however the devices were found to be outside of specifications. Eighty nine devices were found to have internal corrosion. Fifty seven devices were found to have damaged internal components. Twenty devices were found to have a worn set screw which migrated. Seven devices were found to have a worn coupler. Six devices were found to be affected by debris and corrosion. Five devices were found to have a lack of lubrication. Two devices were found to have had non-stryker repair and internal corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event, though there lubrication that had been washed out. Three devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 190 </noe> malfunction events, in which the device overheated. Seventy eight reported events had no patient involvement; no patient impact. The 107 reported events had patient involvement with no patient impact. Five reported events had no known patient involvement or patient impact.